Manufacturer narrative:
The sample was received for evaluation. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. Visual and functional testing were performed and the reported issue could not be confirmed. During visual inspection, no damage to the sample was observed. During functional testing, the sample was found to pass the inflation testing. Manufacturing controls are in place to help prevent occurrence of the reported issue. The root cause of the reported issue could not be determined. D5 is company representative. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a pre-use check, the customer found difficulty in inflating and deflating the cuff. No patient involvement reported.